Event description:
A pt had total knee replacement surgery and was prescribed the empi 300pv device for swelling and pain management. Company sales representative reported that the pt received a dime size burn in the incision area on their knee after using the device with high volt setting. The pt treated the area with neosporin. The size of the burn was later reported to be silver dollar size by the physical therapy clinic and the patient claimed that according to their (other) physician they had a systemic infection. This caused them to have spots on their face. The patient was given antibiotic by the other physician (oral and then a shot) and the infection cleared up within 24 hours.